Event description:
Reportable based on analysis completed on 09/15/2011. It was reported that prior to an embolization treatment procedure, a shaft break occurred. Prior to removal of the renegade hi flo microcatheter, the protective hoop was flushed. However, with minimal force applied to pull the device out, the catheter broke at an unspecified location and appeared dry. The device was not used and the procedure was completed with another of the same device and the implant of multiple coils. No patient complications were reported and the patient's status is stable. However, device analysis revealed the location of the break was on a portion that could enter the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: examination of the returned device revealed shaft breaks at 6.5cm from the proximal end with 43cm of braid exposed, 50.5cm from the proximal end with 4cm of braid exposed and 91cm from the proximal end with 19cm of braid exposed. A coating confirmation test confirmed the presence of coating, however coating damage was evident distal to the breaks. There was no peeling or missing coating. The most probable root cause is considered user related as the user did not adequately flush the carrier tube per dfu instructions. (B)(4).